Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and obtape were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent an autologous rectus fascial pubovaginal sling insertion on (B)(6) 2007.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent incision and drainage of right thigh abscess with removal of infected urethral sling on (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, sui. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced infections, mesh erosion, pain, bleeding, exposure, dyspareunia and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2005 and on (B)(6) 2006 for infected urethral sling, development of left thigh abscess and vaginal erosion. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems and recurrence.